Manufacturer narrative:
Manufacturers ref# (B)(4). This event is no longer reportable to FDA, as it has been clarified that the device is a tbranch and no similar device is marketed in us. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. But product has been updated.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: is there any evidence of thrombus? = yes. Is there evidence of device issue(s)? = no. Other = yes. If other, specify = superior mesenteric artery (sma) branch and left renal branch. Patient outcome: secondary intervention: angioplasty of right renal and sma. Medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function.